Event description:
It was reported by the affiliate that during a cholecystectomy procedure, the clip dropped off. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Information was not provided. Information is unavailable; device was not returned by evaluation.